Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not fully seal the patient's tissue during a right hemicolectomy even though end tones, indicating a completed seal cycle, were heard. There was no blood loss or injury.

Manufacturer narrative:
(B)(4). Date of initial report: 06/03/2016. Date of follow-up report: 07/14/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.